Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited "no disposable, pump won't run" alarm that remained unresolved with multiple troubleshooting attempts. Per reporter, air in line was noted. Per reporter the residual volume was 8.3 ml, rate 2.0 ml/hr, and given was 83.75 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.